Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the bearings were out was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was found that the attachment device heated up to 144 degrees fahrenheit which is beyond specification of 118 degrees fahrenheit. Further assessment determined that the bearings and spacers were corroded. It was determined that this condition was creating the heat. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the bearing was out for the long attachment device. During in-house engineering evaluation it was found that the attachment heated up to 144 degrees fahrenheit which is beyond specification of 118 degrees fahrenheit. It was reported that there was no delay in a scheduled surgical procedure as an unspecified spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.